Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle fusion surgery the ar-8610cs-65 countersink broke during the procedure. While using the device correctly with the attached handle on the second turn the tip broke. Two small fragments remained in the patient. The surgeon continued with the screw insertion following the instrument breakage. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that one of the tips was broken off, and the countersink for 6.5 mm hcs other tips was damaged. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure is user error, specifically due to misaligned insertion or the application of excessive mechanical force during installation or use.